Event description:
It was reported by svc report that the cot has a broken litter support bracket. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Other: litter support bracket.